Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 1276 mg/dl. The customer's father was not sure if the insulin pump was being worn at the time of the event. The customer's father also stated that the customer had flu-like symptoms and was vomiting prior to the event. The insulin pump was lost when the customer was transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.